Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.1 inr and 2.9 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; replacement was sent.